Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with moderate tortuosity, heavy calcification, and 90% stenosis. The whisper ms guide wire was used as a protect wire in the 1st diagonal branch and a stent delivery system (sds) balloon was inflated under high pressure during deployment of a xience stent. The whisper guide wire became stuck between the heavy calcified lesion [vessel wall] and the stent struts. Force was used to retract the whisper guide wire and it became separated 5 cm from the distal tip. The separated portion was unable to retracted and it remains compressed between the stent struts and the vessel wall. There was no adverse patient sequela reported and follow-up results show no issues. The physician commented that this event was not the result of a product deficiency. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, rinato, stent: xience. Device (B)(4): against resistance the customer reported the device was discarded. A follow-up will be submitted with all relevant information.